Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.5/+3.5/064 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, angle closure. On (B)(6) 2017 the lens was explanted. The surgeon commented that he is planning to exchange a lens for the patient. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Lens was returned dry, in a lens container. Visual inspection found haptic bent and deformed. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Functional inspection was not performed as it wasn't required for this case. (B)(4).